Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was surgically abandoned due to lead fractured. The fracture was confirmed by fluoroscopy imaging and pacing system analyzer (psa) testing. No additional adverse patient effects were reported.